Manufacturer narrative:
The device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Analysis con firmed the reported no-telemetry failure. Components on the hybrids related to the telemetry had nominal measurements. The crystal from the ic was not functional indicating that the telemetry wakeup was nonfunctional. The component was removed from the hybrid using heat. When the component was placed into a system breadboard and powered up, the telemetry was fully functional; a failure mode was no longer present. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.